Event description:
It was reported that an unspecified access set leaked and was steadily dripping from the middle y-site; a puddle was noticed on the floor. The issue was observed after a patient bolus infusion of 500ml normal saline (ns). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.